Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for a surgery. While the customer was in the hospital, he experienced high blood glucose. The customer called to make sure the insulin pump was functioning properly. Troubleshooting was performed. Ran a self test and passed. Reviewed the alarm history and found several no delivery alarms and low reservoir alarm. The time and date on the device were correct. The customer stated that his high blood glucose was treated with the device and manual injection. Performed a fixed prime test and the insulin exited. Ran a high pressure test and the insulin pump passed the test. Explained the customer that the device was functioning correctly, and high blood glucose is possible to the stress of pain and surgery. No further info was provided.